Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its low vte (exhaled tidal volume) levels were low. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the external flow module (efm) cable was unplugged from the control board. Ventec reconnected the efm cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the efm cable was not fully seated to the control board.